Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer is "not holding a tune correctly". No adverse effects were reported.

Manufacturer narrative:
H3:  one level 1 trauma fast flow system was received in good physical condition with no physical damage. The device was visually inspected and the reported "not holding the tube correctly" issue was able to be replicated. The h-30 air detector door spring was corroded and loose. The issue was caused by normal wear and tear. The air detector was replaced and the issue was resolved.